Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. A supplemental emdr will be submitted, to document the results of the sample evaluation once completed. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the device evaluation. The subject product was returned for evaluation. Evaluation identified that the fluid leak was coming from the outer sleeve, bottom shroud joint. It is likely that the uv adhesive placed to bond the components together was not adequate, which allowed saline to flow down the outside of the battery compartment. No visible corrosion or signs of fluid were found inside of the battery compartment. Based on the sample evaluation and investigation performed, root cause is assessed to be manufacturing related. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2021, using the bard/davol hydro-surg laparoscopic irrigator, leakage was noted from the battery section when the sodium chloride IV bag was spiked. It was reported that the device did not function/irrigate as intended and the or staff used another hydro-surg device to complete the case. There was no reported patient injury.

Event description:
As reported, during a procedure on (B)(6) 2021, using the bard/davol hydro-surg laparoscopic irrigator, leakage was noted from the battery section when the sodium chloride IV bag was spiked. It was reported that the device did not function/irrigate as intended and the or staff used another hydro-surg device to complete the case. There was no reported patient injury.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. A supplemental emdr will be submitted, to document the results of the sample evaluation once completed.